Event description:
Report received of an over-delivery of narcotic requiring medical intervention. The customer contact reported that it was discovered retrospectively that a pt received an overdelivery of narcotic. The pump was ordered to be in the continuous +pca mode to deliver dilaudid 1mg/ml at a continuous rate of 0.2ml/hour with a pca dose of 0.2ml every 10 minutes. It was not known if there was a 4-hour limit ordered. According to the customer contact, 4 hours after the infusion was started, the pt was found to be lethargic with a respiratory rate of 5/minute. The pt was reportedly given 2 doses of narcan (dose unspecified) and the infusion was discontinued. The pt was reported to "turn around" after the narcan, but was transferred to ICU for observation. The customer contact reported that it was initially felt that the pt was "sensitive to the medication being delivered", and the pump was never isolated; therefore, no testing can be done on the pump. After further investigation, the customer contact reported that the pump was infusing for 4 hours, and that 13ml were remaining in the syringe after the event. The customer contact reported that "in order for 17ml to be gone from the syringe in 4 hours, there must have been a programming problem". No further reported interventions were required as a result of the reported overdelivery of narcotic. Though requested, no further info was available.